Event description:
It was reported that the pump battery was depleting quickly and low power alerts/alarm were received. Distributor reviewed pump function and confirmed reported issue. Customer's blood glucose was 162 mg/dl. Customer reverted to using another pump for insulin therapy.